Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #18 failed to integrate due to nerve injury, after 1 week patient had pain/numbness so implant was removed. Symptoms as a result of the event: pain, numbness, inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 6/5 x 10mm (B)(6) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported events (nerve injury, pain & numbness). However, measurements were taken, the device was determined to be within specification. Pre-existing condition noted on the per was moderated bone density ¿ type ii. The reported device had been placed on tooth #18 for approximately 1 week. X-ray & picture evaluation:none provided. Appropriate documentation was reviewed. DHR review for the lot (2020021278) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020021278) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.